Manufacturer narrative:
The reported complaint was not confirmed. During laboratory analysis, the product surveillance technician observed the flow sensor to function as intended when it was used with a lab use only flowmeter module. The flow sensor passed all testing and is operating as expected with no alarms or alerts had been logged. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) could not duplicate any errors. He replaced the flow sensor. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the flow sensor had errors. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.